Manufacturer narrative:
Follow-up # 1 (01/31/2014)-device evaluation: the test strips involved with this complaint have been returned on (B)(4) 2013 and evaluated by product analysis (pa) on (B)(4) 2014 with the following finding: the test strips involved with this complaint were evaluated and was found to be exposed to moisture and an er4 was also observed with control solution testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The reporter stated the lifescan meter displayed a "high glucose" message while a result of 377mg/dl was received on another meter. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.